Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was unable to troubleshoot the issue at the time but will change supplies to resolve.